Manufacturer narrative:
A ge service rep performed an on-site investigation. The call was continued on a different case. No further info is available.

Event description:
The customer reported that the system would not display an image during a case. No pt injury was reported.